Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer as the customer was designated as self-service according to the special handling notes, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not responding. An error state indicated "do not have permission to access one or more storage" and stated that the medicines were failed units or that the cubic memory device was not detected on the bus. A recovery reboot was performed; however, one drawer remained stuck. The customer reported that the drawer was greyed out and could not be selected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.